Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted due to hydrocephalus on (B)(6) 2014. According to the report, the patient ¿sensed the diastolic process of the abdomen¿ and they experienced mild pain. Reportedly, the patient called to ask the reason for the symptoms and whether the device was blocked.